Event description:
It is reported that the pt was revised due to a femoral fracture.

Manufacturer narrative:
Evaluation summary: surgical notes were reviewed. An extended trochanteric osteotomy was necessary and seven wires were used for final device fixation during the implanting surgery. No revision notes or office visit notes are available which document the femoral bone fracture. It is unk if an unreported traumatic event contributed to the event. Pt rehabilitation protocol and adherence thereto is unk. Mfg records were reviewed and found conforming to specifications. A root cause cannot be stated conclusively at this time. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meed specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.